Manufacturer narrative:
(B)(4). Date of event: publication year of 2012. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: a standard approach to expose the recurrent laryngeal nerve during endoscopic thyroidectomy. Authors: shi chang, md; hui-huan tang, md; cun-chuan wang, md; le-du zhou, md; jin-dong li, md; yun huang, md; qing-jun zeng, md; and zhi-ming wang, md. Citation: journal of laparoendoscopic & advanced surgical techniques volume 22, number 3, 2012; doi: 10.1089/lap.2011.0320. This prospective study discussed about a standard approach to expose the recurrent laryngeal nerve (rln) during endoscopic thyroidectomy. Between january 2009 and june 2011, a total of 120 patients (female=110, male=10; mean age=35.6 years, age range=24-74 years) underwent endoscopic thyroidectomy (et). During the procedure, the flap was extended by ultrasound scalpel (ethicon) from the thyroid cartilage superiorly to 4cm below the suprasternal fossa inferiorly and laterally from just beyond the medial border of the sternocleidomastoid muscle euthyphoria. Dissection of the thyroid was initiated by dividing the isthmus from the trachea using a harmonic scalpel. The inferior pole if the thyroid was carefully and meticulously dissected, which mainly included the inferior thyroid vein, by ultrasound scalpel hemostatsis. Reported complications included transient rln palsy (n=1); chylous leakage (n=1), which resolved within 2 weeks; and red swelling in the skin flap in the frontal area of the chest 1 week after discharge from the hospital (n=4), and it disappeared following the application of antibiotic for 2 days. In conclusion, under the premise of sufficient mobilization of the gland, synchronized exposure of the rln is quite safe during et.